Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the balloon exhibited no visual anomalies. Functional testing: the balloon was pressurized with water, which revealed the presence of a pinhole-type leak source, 1.4 cm proximal to the distal tip. Microscopic examination: further eval using scanning electron microscopy revealed evidence of external surface abrasions intersecting the tear edges. Although the exact cause for the balloon tear could not be determined, it appears that the balloon was exposed to an unidentified source of abrasion.

Event description:
The balloon burst at 10 atms.